Event description:
Customer called to report that the bottom of the waste container of the coulter ac.t diff2 analyzer leaked approximately six ounces of fluid. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) determined that the waste container required placement due to wear. The cts explained to customer, via telephone, that a new waste container could be purchased, or that customer may also opt to re-use any empty diluent container. Customer chose to re-use an empty diluent container. The cts instructed customer to relabel the container as waste for clear identification of its use. The replacement of the waste container resolved the leak issue.

Manufacturer narrative:
The root cause of the issue was a waste container that began to leak, and required replacement due to wear. The cts instructed customer as to how to replace the waste container, then confirmed proper instrument function with customer. Customer has not called back to report any further issues. (B)(4).